Event description:
It was reported that this implantable pacemaker device was not successfully implanted due to device cannot be interrogated. Local representative tried new wand and programmer but still was unable to interrogate. A new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that this implantable pacemaker device was not successfully implanted due to device cannot be interrogated. Local representative tried new wand and programmer but still was unable to interrogate. A new device was implanted. No adverse patient effects were reported.